Event description:
It was reported that the right ventricular (rv) lead had perforated the patient's heart and went into the lung. The physician confirmed the perforation through a cardiac computed tomography (CT) scan. The lead was repositioned successfully. No additional adverse patient effects were reported.